Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/ vial with clear surgical residue/ debris on the lens. Visual inspection found blackish residue and the haptic scratched. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5- "problem was resolved." Should be removed and replaced with "problem was not resolved." In the initial MDR. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -03.00 diopter, in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to patient experienced a refractive surprise. The lens was exchanged for a shorter lens and the problem was resolved.